Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose level was 54 mg/dl. They had always been in 70's mg/dl to 90's mg/dl. The customer treated with carbohydrates and drinks. The customer was on diet and had lost weight. The insulin pump will not be returned for analysis.